Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they don't think their therapy is working since about a week and a half or maybe 2 weeks ago. Patient confirmed that they've been receiving less than 50% reduction on symptoms and that they haven't made any recent adjustments. Patient stated that they did go through airport security and that they thought that may be the problem. Agent reviewed general therapy information and walked patient through connecting to their ins. Patient successfully increased their stimulation to a comfortable level and confirmed feeling the stimulation in their bike seat area. Patient will maintain stimulation and will continue to monitor symptoms. Redirected to hcp if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-15 additional information was received from the patient. They reported that "all measures necessary" were taken to resolve their issue and the issue was resolved.